Event description:
It was reported that a continuous beeping noise occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed to investigate the reported event. An event history log review identified the occurrence of a system error 1031 alarm. An external and internal visual inspection was performed and revealed a cracked door piston. The door piston was determined to be unrelated to the reported alarm. Functional testing revealed that the device could not power up due to a digital pcb failure. The digital pcb was replaced and the device successfully completed subsequent simulated therapy testing. Upon conclusion of the investigation, the reported problem was verified and the cause was determined to be a digital pcb failure that was preventing the machine from powering up. The digital pcb was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.